Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the cadiere forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube. The instrument was broken at the distal end. Fragments from the tip of the main tube were missing and were not returned. Additional investigation found a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. The information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was pulled out before the arm was straightened. The instrument's arm broke, and it was stuck inside the cannula. The user had to remove the whole instrument arm and trocar under direct visualization. The procedure was completed with no reported injury. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the robotics coordinator indicated that the instrument's wrist was not straightened and pulled with force. Additionally, the port size was not increased as a consequence of the problem.